Event description:
The manufacturer received information alleging double vte and pif readings on a trilogy evo device. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The product investigation lab tested the device and was unable to duplicate the error. The device was sent to the engineering department for further evaluation. During the evaluation of the device, the engineering department determined incorrect monitoring values displayed on the screen, potentially due to flow path contamination. The machine flow sensor was contaminated which caused the incorrect values. The flow sensor will need to be replaced to resolve the issue.